Event description:
Caller reported that there was a malfunction on the pump. There was no adverse impact to the customer's blood glucose level as the issue did not cause it to exceed critical thresholds. Technical support provided pump reset information and assisted the caller with resetting the malfunction. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump and to call back if any further issues arose, acknowledging and understanding the instructions given.